Manufacturer narrative:
Correction: additional information received. Plunger rod broken. The following information has been updated: device codes: 1069 / 1354.

Event description:
It has been reported that the bd micro-fine¿+ insulin syringe with needle has been found with the cannula breaking before use. The following has been provided by the initial reporter: the cannula on 3 syringes has broken. The cannula has broken 6-8 times when you insert the cannula in the vial to pull up the the drug.

Event description:
It has been reported that the bd micro-fine¿+ insulin syringe with needle has been found with the cannula breaking before use. The following has been provided by the initial reporter: the cannula on 3 syringes has broken. The cannula has broken 6-8 times when you insert the cannula in the vial to pull up the drug.

Manufacturer narrative:
H.6. Investigation summary: customer returned two loose 29gx12.7mm, 1ml bd insulin syringes and an open polybag from lot 9035957. Customer reported the cannula on 3 syringes has broken. The two returned syringes were examined, and it was observed that both exhibited broken plunger rods. No damage to the cannula on either syringe was observed. A review of the device history record was completed for batch# 9035957. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint (cannula breaks off during use, broken plunger rod). Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula breaks off during use). As per investigation completed by manufacturing, "on 19dec2019, holdrege received photos of (2) 1.0ml, 29g, 12.7mm syringes. Visual inspection of the syringes found both with broken plunger rods. The plunger rod was sheared at the gate with no damage to the thumb press or cap collar of the barrel. The plunger rod and stopper are assembled at the assembly machine. Rubber stoppers are fed via rail to a dial then held in place with vacuum pressure. The plunger rod is fed into the dial and pressed on to the stopper as it rotates then releases the assembled plunger rod with stopper to the assembly dial. At the assembly dial the plunger rod with stopper is inserted into a lubricated barrel and exercised one cycle. Review of quality notifications and maintenance dispatches found dispatch #59212 for plunger rods breaking off while feeding into the dial. Root cause of the damaged plunger rods out of adjustment air jet that was preventing the plunger rods from completely seating into the dial. The air jet was adjusted and the assembly machine resumed production." H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd micro-fine¿+ insulin syringe with needle has been found with the cannula breaking before use. The following has been provided by the initial reporter: the cannula on 3 syringes has broken. The cannula has broken 6-8 times when you insert the cannula in the vial to pull up the drug.